Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply and associated cable were evaluated, replaced and calibrated to the proper operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently shut down without command of the operator. No patient serious injury or death was reported related to this event.